Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer received a no delivery alarm from her insulin pump. The customer's blood glucose level was 300 mg/dl. The customer stated the no delivery alarm was due to a bent cannula on her insulin infusion set. Standard troubleshooting was performed. The insulin pump functioned according to design. The product is not being returned. Nothing further was reported.